Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source displayed an error during a case causing loss of light. Please note, the procedure was completed successfully, and the patient did not need additional medical attention.

Event description:
It was reported that the light source displayed an error during a case causing loss of light. Please note, the procedure was completed successfully, and the patient did not need additional medical attention.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: e5 error. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be a bad mainboard.